Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a low blood glucose event that required the paramedics to be called. The customer's mother also reported a low blood glucose incident where a glucagon shot had to be administered for the customer. The mother also reported a low blood glucose event on (B)(6) 2015. Customer's blood glucose was 27 mg/dl. The customer was not admitted into the hospital, but the paramedics were called. Customer's mother believed the cause of the customer's low was from the insulin pump administering too much insulin. The customer has been off insulin pump therapy after their low blood glucose event on (B)(6) 2015. It was also found the customer had several cracks on their insulin pump. Customer's blood glucose was 128 mg/dl at the time of the call. No additional information provided.